Manufacturer narrative:
A supplemental report will be submitted upon completion of physician's assessment of the reported info and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized for a couple of days for low blood sugar. She stated this was not cycler related. Medical records were requested.